Event description:
It was reported that a device experienced a system error 105 during routine testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device in question was returned and evaluated by baxter. Eval confirmed the reported symptom. "The confirmed." The unit was received inoperable due to the reported symptom of "system error 105" caused by 6 of 6 motor screws severed. The effected motor assembly was replaced.